Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A tech reported cases of excessive opaque bubble layer (obl) and sudden flap thickness changes during lasik flap generation, observed on several patients. Upon follow up with the customer, conformation of no pt harm was received. Reporter was unable to provide exact number of patients involved, or additional details.